Manufacturer narrative:
(B)(4).

Event description:
The consumer via an MRI technician reported that patient turned their stimulation off when they became pregnant and then never turned it back on. They never turned it back on as it had never helped them and never fully worked. The patient had a lack of therapy. The patient was indicated for reflex sympathetic dystrophy with causalgia and complex regional pain syndrome as well as spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the therapy from the patient¿s system stopped providing relief even after several adju stments. The patient only experienced more pain related to the loss of therapy. No steps were taken to address the issue and the patient¿s loss of therapy had not been resolved. The patient had not worked with a manufacturing representative or physician regarding this event. If additional information is received, a supplemental report will be sent.